Manufacturer narrative:
(B)(4). Batch # p92h48. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and 4 malformed clips inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 7 clips were found inside the clip track. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the deployed clips were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.